Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent a lead revision procedure, nothing was explanted or implanted. It was found out during the revision procedure that the ipg was a non boston scientific device. The lead was exhibiting zero impedances.